Event description:
Pt underwent percutaneous coronary intervention of right coronary artery which had significant s-shaped tortuosity along with calcification. A guideliner supporting catheter was used from the outset. A prowater wire was then used to cross the lesion and placed distally. A synergy drug-eluting stent was advanced from the proximal to mid rca. A second synergy drug-eluting stent was then deployed just distal from the first stent. As the surgeon finished and was backing the wire out of the vessel, he realized the wire was stuck. Through x-ray imaging, the wire was found to be "caught" on the stent strut. After multiple unsuccessfully attempts to secure the wire which was becoming weak and frayed it was decided to transfer the pt to an outside facility where the wire was surgically removed and the pt also required a CABG.